Event description:
Related manufacturer reference number: (B)(4). Voluntary medwatch received states the right ventricular lead and the right atrial lead were explanted due to insulation failure.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154149.